Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Not additional patient or event information is available. Data was provided for evaluation. Loss of connection was confirmed; however, the device operated within specification. A root cause could not be determined. Labeling indicates: the dexcom g6 mobile app is only compatible for select smart devices and mobile operating systems.